Event description:
It was reported that the k wire became stuck in drill sleeve. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for investigation. The exact cause of failure could not be determined; however, due to the marks found on the drill sleeve, we have to assume that external influences have acted on the instrument. In addition, the measured dimension of the drill hole is in the lower range of tolerance specifications, which may have also contributed to the malfunction. The instrument was manufactured according to the specifications. This complaint is indeterminate.